Manufacturer narrative:
No unexpected motor error alarms or no unexpected alarms during battery changes noted. Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. Leaking motor oil noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a motor error alarm during bolus. Customer did not report any significant events leading up to the error alarms. Customer also reported having an issue where multiple battery changes were required. Blood glucose level was 120 mg/dl at the time of the call. No further information was provided.